Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device has not been returned to manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure, with no patient present. It was reported that the tightening screws on the clamp had become loose.